Manufacturer narrative:
Device analysis is not yet completed by the time of this report. If further information is received a supplemental report will be filed.

Event description:
An intera 3000 hai pump was reported to be explanted on (B)(6) 2022 because the patient was being switched from hai therapy with systemic therapy to systemic therapy alone (lonsurf/avastin) due to 'significant progression in the lungs and some in the liver'. The device was implanted on (B)(6) 2022 for unresectable colorectal liver metastases. The patient had received two cycles with full dose floxurdine and then had a dose hold for alkaline phosphatase before resuming at 25% dose. Upon explant of the device, decreasing residuals were noted by the nursing staff, conveyed to the physician and to intera: 8 weeks ago - 11.5 ml residual. 6 weeks ago - 9 ml residual. 4 weeks ago -7.5 ml residual. 2 weeks ago - 2ml residual (they had notified me about this one after the fact - I had said we'd see what this week showed). This week - pump was dry. This is all after 14-day intervals. The nurse put ns (normal saline) in and received return of the same fluid back to confirm correct needle placement.

Manufacturer narrative:
The device was evaluated and testing under a protocol. The flow rate was tested over 12 days and was determined to be within the manufacturing specification range of +/-15%. The complaint of faster than expected flow was not confirmed during device evaluation. The manufacturing device history record was reviewed and no nonconformities or deviations pertaining to sn 16410 were noted. The device met all performance specifications prior to release from manufacturing.